Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed the reported issue. It was observed that the internal hybrid layer capacitor (hlc) batteries had depleted to zero (0), which caused the device to not remain powered on after a shock had been delivered. The customer was informed that their device was no longer under warranty and agreed to let physio-control discard of their device. The customer's device had accidentally been discarded before further evaluation could be performed. Therefore, no further root cause could be determined.

Event description:
The customer contacted physio-control for service of their device. During evaluation, physio-control observed that the device displayed a low battery indication and would not remain powered on after a shock was delivered. Additionally, physio-control observed that the internal hybrid layer capacitor (hlc) batteries had depleted to zero (0) which could inhibit the device's ability to provide defibrillation therapy, if necessary. There was no patient use associated with the reported event.